Manufacturer narrative:
Correction: d2. The device was not returned to zoll medical corporation for evaluation. However, visual data of the reported malfunction was provided by the customer. The reported malfunction was observed during review of the visual data. However, without receipt of the device we are unable to firmly determine the root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.